Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. Additional information regarding the clinical conditions was received, which is reflected in this follow up report.